Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, while attempting to insert a smart stent (120 150, sfa - 6x150mm) into the sheath, the device was not tracking well along the .035 wire. The device was removed and it was found that the stent had partially deployed prematurely. There was no patient injury reported. The device was clinically used and will be returned for analysis. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored and handled according to the IFU. The product was inspected and prepped according to the instructions for use. Nothing unusual was noted about the stent delivery system prior to use. When removed from the tray, the stent was still constrained within the outer member/sheath. A stopcock was not connected to the y-connector of the tuohy borst valve. No difficulty was encountered flushing the stopcock. No difficulty was encountered flushing the sds. The sheath introducer used was a 6f non-cordis device. No guiding catheter was used. Delivery of the sds to the lesion was contralateral. Difficulty was encountered while advancing/tracking the sds towards the lesion. No unusual force was used at any time during the procedure. The sds did have to pass through a previously placed stent. Approximately 4 to 5mm of the stent had been pre-maturely deployed. No attempts were made to re-capture it. The device was removed by pulling through the sheath. The procedure was completed using a new stent.

Manufacturer narrative:
Updated cc to include additional failure mode: during an unknown procedure, while attempting to insert a smart stent (120 150, sfa - 6x150mm) into the sheath, the device did not track well along the .035 wire. The device was removed, and it was found that the stent had partially deployed prematurely. The procedure was completed using a new stent. There was no patient injury reported. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background was clearly visible. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. Nothing unusual was noted about the stent delivery system (sds) prior to use. When removed from the tray, the stent was still constrained within the outer member/sheath. A stopcock was not connected to the y-connector of the tuohy borst valve. No difficulty was encountered flushing the stopcock. No difficulty was encountered flushing the sds. The sheath introducer used was a 6f non-cordis device. No guiding catheter was used. Delivery of the sds to the lesion was contralateral. Difficulty was encountered while advancing/tracking the sds towards the lesion. No unusual force was used at any time during the procedure. The sds did have to pass through a previously placed stent. Approximately 4 to 5mm of the stent had been pre-maturely deployed. No attempts were made to re-capture it. The device was removed by pulling through the sheath. No other information was reported. The device was not returned for analysis. A product history record (phr) review of lot 17744597 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. The reported ¿stent delivery system (sds)-ses deployment difficulty - premature deployment¿ and ¿stent delivery system (sds)-ses - tracking difficulty¿ could not be confirmed as the device was not returned for analysis, and procedural films were not received. The exact cause of these events could not be conclusively determined during the analysis. Vessel characteristics (while unknown) as well as procedural and handling factors may have contributed to the reported events. As per the instructions for use (IFU), which is not intended as a mitigation, ¿evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. If a gap between the catheter tip and outer sheath tip exists, open the tuohy borst valve and gently pull the inner shaft in a proximal direction until the gap is closed. Lock the tuohy borst valve after the adjustment by rotating the proximal valve end in a clockwise direction. If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or vessel. Carefully withdraw the stent system without deploying the stent. If resistance is felt when beginning deployment, do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported events; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Complaint conclusion: during an unknown procedure, while attempting to insert a smart stent (120 150, sfa - 6x150mm) into the sheath, the device did not track well along the .035 wire. The device was removed, and it was found that the stent had partially deployed prematurely. The procedure was completed using a new stent. There was no patient injury reported. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background was clearly visible. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. Nothing unusual was noted about the stent delivery system (sds) prior to use. When removed from the tray, the stent was still constrained within the outer member/sheath. A stopcock was not connected to the y-connector of the tuohy borst valve. No difficulty was encountered flushing the stopcock. No difficulty was encountered flushing the sds. The sheath introducer used was a 6f non-cordis device. No guiding catheter was used. Delivery of the sds to the lesion was contralateral. Difficulty was encountered while advancing/tracking the sds towards the lesion. No unusual force was used at any time during the procedure. The sds did have to pass through a previously placed stent. Approximately 4 to 5mm of the stent had been pre-maturely deployed. No attempts were made to re-capture it. The device was removed by pulling through the sheath. No other information was reported. The device was not returned for analysis. A product history record (phr) review of lot 17744597 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. The reported ¿stent delivery system (sds)-ses deployment difficulty - premature deployment¿ could not be confirmed as the device was not returned for analysis, and procedural films were not received. The exact cause of this event could not be conclusively determined during the analysis. Vessel characteristics (while unknown) as well as procedural and handling factors may have contributed to the reported event. As per the instructions for use (IFU), which is not intended as a mitigation, ¿evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. If a gap between the catheter tip and outer sheath tip exists, open the tuohy borst valve and gently pull the inner shaft in a proximal direction until the gap is closed. Lock the tuohy borst valve after the adjustment by rotating the proximal valve end in a clockwise direction. If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or vessel. Carefully withdraw the stent system without deploying the stent. If resistance is felt when beginning deployment, do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.